Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical attention or was hospitalized during the last 90 days. It was also reported that the customer has experienced malfunctions with the insulin pump and sensor system. Customer was not available at the time, will be contacted for additional information. Nothing further reported.